Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was emitting a constant tone and had a loss of telemetry. The patient has been hospitalized for monitoring. During the hospital stay, an x-ray of the endotak dsp lead revealed insulation damage, the lead was removed from service.